Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. This pacemaker was explanted, replaced with the same model and was returned for analysis. No additional adverse patient effects were reported.